Manufacturer narrative:
The autopulse platform was returned to the manufacturer for evaluation on 10/09/2015. Investigation results for the returned platform as follows: visual inspection was performed and damage to the top cover was observed, there showed a crack at battery end corner, damaged was found on the bottom cover and the battery lock clip was bent. The physical damage found is not related to the reported complaint of observing a user advisory 34 (encoder failure) error message. A review of the platform's archive data was performed and multiple user advisory 34 (encoder failure) error codes were found on the reported event date (B)(6) 2015, thus confirming the customer's reported complaint. User advisory 34 (encoder failure) was also found when powering up (during the investigation), which also confirms that customer's complaint. Functional testing was performed, which failed due to as a user advisory 34 (encoder failure) message was observed upon power up. Based on the reported problem that the autopulse was intermittently powering up and displaying user advisory 34 (encoder failure) the platform was tested using different batteries. The platform was also tested by using a test mannequins for 10 minutes, there were no problems found. Even though the user advisory 34 (encoder failure) did not display during these tests, the processing board was replaced as a precaution for the intermittently power on and the user advisory 34 (encoder failure) error message. In summary, the customer's reported complaint of the platform intermittently powering on displaying a user advisory 34 (encoder failure) message was confirmed during a review of the platform's archive data. The processing board was replaced as a precaution against the intermittent powering on. After replacement of the parts identified during the investigation the platform passed all final functional testing criteria.

Event description:
It was reported that the autopulse platform was intermittently powering on and displaying a user advisory (ua) 34 (encoder failure) message. No patient involvement was reported. No further information was provided.